Event description:
A fail code 814:04. Informatin was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representativ stated that there were no reports of patient injury or medical intervention.